Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made but the noise was still reproducible after the changes. The lead was capped and replaced on (B)(6)2020. The patient was in stable condition.